Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/29/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, "age/ size change."

Event description:
Patient reported left side "treated for breast infection¿ and "severe pain". Healthcare professional reported "age/size change" as reason for exchange. Device has been explanted.